Event description:
It was reported that during patient treatment, the ventilator did not appear to be delivering any breaths and technical error codes indicating disable valves, ventilation error and communication error was noted. The patient was desaturating and was bagged and then placed on a different ventilator. There was no harm/no change in patient condition as a result of this. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) confirmed the reported errors in device logs but could not reproduce the problem. The ventilator passed pre-use check and simulated use test ventilation. Fse replaced the expiratory channel printed circuit board (pcb) and control pcb as a precaution according to the recommendations in the service manual. The evaluation of the device logs confirms that the reported technical errors and a stop of ventilation occurred on the date of event mars 08, 2020. The event was preceded by several clinical alarms for mainly high airway pressure. Ventilation was started five days before the incident and pre-use checks passed eight and nine days before. Indications of a software related problem was found. A visual inspection of the returned pcbs showed no anomalies. The returned pcbs were tested in a reference ventilator. Three pre-use checks passed and simulated use test ventilation ran for more than four hours without any deficiency noted. Prior investigation of similar events have showed that the reported technical error codes most probably is sw related. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.